Event description:
As reported by user facility: unit was reported as having innacurate flow rates.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). [X] defect not confirmed - results description: the reported issue was not present during investigation.